Event description:
The ICD was explanted due to suspected premature battery depletion and extended charge times. It was also reported that when the exit session command was given, a new interrogation session resulted.